Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damaged conductor wire insulation at the distal clevis. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The internal wire was frayed. The instrument failed the electrical continuity test. The instrument was driven on an in-house system and failed the energy delivery test. The damaged insulation caused the instrument not to work nor conduct energy. Further inspection found frayed grip cable at the distal clevis. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the distal end. Common causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.